Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of descending thoracic aortic dissection and a 210 mm length saccular aneurysm. The proximal neck diameter was 32 mm. The distal neck was 38 mm proximally and 28 mm distally with a length of 20 mm. It was reported that the procedure tevar the dissection and aneurysm were resolved. Post-operative follow-up confirmed that there was aneurysm enlargement; therefore, an intervention was performed. The cause of this event in relation to the device is unknown. It was also reported that the patient had renal complications and angiography could not be performed so it could not be determined if there was an endoleak or not. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).